Event description:
It was reported in the scientific article entitled "sex and age differences in procedural and medium-term electrical performance outcomes of dual-chamber leadless pacemaker" that the patient sustained a pericardial effusion post-implant of their aveir leadless pacemaker. No further information was available.